Manufacturer narrative:
Additional information was requested and the following was received: the patient reported that the mesh had eroded and made a hole in the urethra, damaging her nerves. The mesh was removed on an unknown date, but the patient continues to experience poor mobility with constant groin, legs and pubic bone pain. The patient is currently awaiting a second operation to have the arms of mesh removed.

Manufacturer narrative:
(B)(4). Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. The patient reported the mesh had eroded into the urethra and nerves causing a hole in 2017. The patient reports that they have not been able to stand or walk without help since (B)(6) 2017. The mesh was removed on (B)(6) 2017, but the patient was told it was too dangerous to remove the mesh arms. The patient is now able to stand and walk at slow pace for short distances. The patient reports she has also experienced pain, groin, leg and feet problems, allergies, low immune system and constant water infections. Additional information will be requested.